Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly shocked by their implantable cardioverter defibrillator (ICD) for svt (supra ventricular tachycardia), but wavelet did not match. The ICD remains in use. No further patient complications have been reported as a result of this event.